Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the incurrate scale was due to a faulty control board. The issue was resolved for the customer by providing a new control board for the customer to do repair. Customer performed evaluation.

Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.